Event description:
It was reported the patient presented to the emergency department with syncope and loss of capture. Upon further review, it was determined the pacemaker was bad and it was replaced. It was also noted the ventricular lead threshold was high, the lead was capped and a new lead implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. It was noted that the analysis was reduced or no analysis was done.